Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several false positive brady and pause events due to undersensing was observed. Programming changes will be made when patient returns to the clinic.

Event description:
New information notes patient is in stable condition however, the issue is not resolved patient continues to have false positive at device maximum sensitivity. The device is undersensing the patient's r waves.